Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer noted the ion selective electrode (ise) results were low and performed a patient comparison with the cobas c311 analyzer at the site. Of the data provided for 20 patient samples, only the sodium results for three patient samples were discrepant. Patient sample 1 initial result was 132 mmol/l and the repeat result was 138 mmol/l. Patient sample 2 initial result was 130 mmol/l and the repeat result was 136 mmol/l. Patient sample 3 initial result was 134 mmol/l and the repeat result was 140 mmol/l. It was unknown if any of the erroneous results were reported outside the laboratory. The results from the cobas c311 were believed to be correct. No patients were adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representative found there was a salt bridge. He cleaned the ise cage after finding salt deposits on the input acrylic block, cleaned the sipper flow path and performed ise checks. He verified the analyzer operation by doing a 10 cup precision run utilizing a patient pool of serum. The customer then ran qc and the results met their expectations.

Manufacturer narrative:
The investigation could not determine the specific root cause of the event based on the limited information provided by the customer. No adverse event was reported.